Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator exhibited high pacing impedance measurements, loss of capture and loss of sensing on the ventricular channel. The pocket was re-opened and it was noted that the set screw on the ventricular channel was not properly tightened. The set screw was tightened and normal measurements were obtained. The patient was in stable condition.